Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain. It was reported the patient's neuro pump was alarming. Additional information was received from a consumer. It was reported that the patient's pump went empty on (B)(6) 2018. The patient reported that they were "abandoned in (B)(6)" and they don't have a physician. No symptoms were reported. The patient was looking for a physician to help them with their pump. No further complications were anticipated/reported.